Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Reference manufacturer number: 1627487-2019-13363. It was reported that the patient may undergo surgical intervention on their scs system. Further information is not known at this time.

Manufacturer narrative:
The patient hadn¿t used or charged their system in years and elected to have the system explanted. The device has not been returned for analysis or disposal. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Event description:
It was reported that the patient had not used their scs system in years. In turn, the patient underwent surgical intervention wherein the device was explanted.